Event description:
It was reported that the device exhibited cross-talk oversensing with pacing inhibition from atrial paces and intrinsic beats on the right ventricular (rv) channel. Subsequently, the device was reprogrammed to address the oversensing. The device remains in service. No adverse patient effects were reported.